Event description:
On (B)(6) 2017, a 21 mm trifecta gt valve was implanted. On (B)(6) 2017, a dual-chamber sjm pacemaker was implanted (per-(B)(4)). Per information captured on a patient device tracking report, the patient remained hospitalized until her death on (B)(6) 2017. Additional information has been requested from the user.

Manufacturer narrative:
Product investigation: an event of death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.